Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during routine follow-up analysis of episodes stored to this pacemaker exhibited right ventricular (rv) lead noise resulting in pacing inhibition with instances of asystole up to approximately 5 seconds. The patient reported pre-syncopal occurrences but there was no indication of syncope. Isometric testing could not be performed due to the patient's restricted movement. Pace impedance measurements were within normal limits and stable. The measured amplitude of the noise appeared small so the device was reprogrammed with decreased rv sensitivity. The physician plans to check the patient's device once more at a future date. No adverse patient effects were reported.